Event description:
It was reported that during a bowel procedure, the staples would not hold. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Eval summary: the analysis results showed that the device was rec'd in good visual conditions and with a reload loaded in the device. The reload was rec'd void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch record was reviewed and no anomalies were noted during the mfg process.